Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Could not repeat customer stated problem during testing. Error history log review found an high alarm displayed: cassette not attached properly. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor (dso) as a preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed that the cassette was not attached. It is unknown if there was patient, or clinician injury associated with this occurrence. No further details provided at this time.